Event description:
It was reported that the handpiece unit got so hot it shut down the core console. It was further reported that a second degree burn was observed on the shoulder of the pt. The user was not burned.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.